Event description:
The customer reported to olympus, the video system center has no image. It is unknown when the issued occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the freezing function failed due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the device inspection and testing could not reproduce the image loss; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that upon receipt of the loaner device at the user facility, it was observed that the video system center displayed no image. The device was not used, and there was no patient involvement.